Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
.It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Cause was not known. Reportedly, customer¿s family member was found nonresponsive and ambulance was called. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.